Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced when running a loaded set. System error 105 was confirmed through a review of the event history log and evaluation found a pump-side pole clamp adaptor screw to be stuck in the cam shaft preventing motor function causing the failure. The pump-side pole clamp adaptor screws and motor assembly were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.